Event description:
A 31-year-old male with acute myocardial infarction (ami) and cardiogenic shock (cgs) presented with damage sustained to the patient's impella inserted artery after patient sat up in bed and vomited. The pump was removed, artery was repaired, and a new impella was placed in the opposing artery.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿

Manufacturer narrative:
The investigation into the reported access site bleeding has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that patient movement was the most likely cause of the access site bleeding. The mode of failure will be tracked and trended.